Event description:
It was reported that a visao handpiece drill became ¿very hot to the touch during use¿. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair. Pre-testing temperatures were also measured and the results at a minute are as follows: nose-128, middle-142, rear-81. Analysis found corrosion and the nose, nose bearing and other parts were replaced. The device was repaired and tested, passing all manufacturer specifications. Method: test for high temperature conditions. This device is used for therapeutic purposes.